Manufacturer narrative:
Based on additional information received. The issue is with the accuracy of the volume being delivered and not with the unit's audible alarm. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the volume delivered is not accurate.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit doesn't respect the indicated volume. Per clarification with the customer service representative, the customer was referring to an issue with the volume being delivered. The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there is an issue with the unit's volume / audible noise.